Event description:
Boston scientific received information that there was oversensing on the rate sense portion of this lead. The physician will follow up with this patient in the near future. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead remains in service. Should additional information become available, this investigation will be updated.